Event description:
Customer received result of 157 mg/dl on the performa system, and a result of 89 mg/dl on a lab value within 10 minutes. No actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The customer is "around" 50 years old.